Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with pacemaker had a hematoma and a pocket revision was made. Intravenous medication was also given. The pacemaker remains in service. No additional adverse patient effects were reported.